Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, associated to this event, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. A post angiogram indicated great closure; however, later that evening the patient presented with a rebleed at the access site. The patient was sent for a CT scan, a femstop and manual pressures were applied, and the patient was transferred to ICU for observation. Five days post-op the patient presented in the ER with sharp abdominal pain. A CT scan revealed a retroperitoneal bleed at the access site; and the physician deployed a covered stent. The risk of hemostasis failure and access bleeding are recorded adverse events in the IFU in addition to other access site complications leading to hematoma, pseudoaneurysm, arterio-venous fistula, late arterial bleeding, oozing from the puncture site and pressure in groin/access site region; possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Due to insufficient information regarding initial and deployment procedures and patient conditions submitted for investigative purposes, the root cause of the rp bleed cannot be determined. It is inconclusive if the retroperitoneal bleed was caused by the procedures, the closure device, or potential patient movement post-procedure. The root cause of the retroperitoneal bleed was inconclusive; however, no evidence points to the manta closure device not performing properly or meeting specifications due to the initial post angiogram indicated an optimal seal and hemostasis was achieved.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr was performed on 9/1 with post angiogram showing great closure. In the evening, the patient started re-bleeding from the access site. Patient was sent to CT for imaging. Femstop and pressure was applied and patient was monitored in the ICU. He was sent home on saturday, 9/4. On monday 9/6 the patient had complaints of a sharp pain in the abdomen and was told to go to the ER. They did a CT scan that showed a leak at the access site. Patient required covered stent to fix the rp bleed and pseudo-aneurysm. After the patient had gone to the recovery floor.